Manufacturer narrative:
Mount fractured inside implant. The implant is massive damaged. The user has applied excessive torque to the insertion post. Dentist should have consulted IFU instruction for use to prevent this from happen.

Event description:
Mount fractured inside implant.